Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was unable to be confirmed. The device was tested with several scopes and all found video output signals and images normal and stable. It was noted that the unit had the older version main switch and it needed replaced. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the evis exera iii video system center presented a flickering image. According to the initial report, this issue was first noticed before a diagnostic procedure. The olympus sales representative came and cleaned the cords, and that did not resolve the issue. As a result of this event, there was a 30 minute delay, before the patient was in the room. All other concomitant devices were compatible with the cvp12, all connections were secure, and the device was inspected prior to use with no abnormalities noted. Reportedly, the procedure was successfully completed using the same device with no harm or consequence to the patient noted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. As a result of the investigation, it is believed that since the product in question was a product prior to countermeasures due to the change in the designing of the operation amplifier circuit of the patient board, it is assumed that only 180 scopes were flickering due to the failure of the operation amplifier. Olympus will continue to monitor the field performance of this device.